Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the 511sd outer gasket on stability sleeve developed a leak. The nurse reported the gasket as tearing. The oneseal also leaked and developed a tear. Another 511sd was pulled to finish the case. The 511sd and oneseal were from a fdc37 laparoscpic cholecystectomy kit. There was no consequence to the pt.